Event description:
It was reported by dealer that they are replacing motors and noticed both wheel hubs are worn out on the inside causing it to have a lot of wiggle room on the 3gtq3 power chair. Dealer could not provide any further question.